Manufacturer narrative:
The guide wire and oad used during the procedure were returned to csi for analysis, and the guide wire was engaged in the oad. Analysis of the devices found that the guide wire spring tip was seized within the oad driveshaft. The spring tip solder bond and spring tip coil exhibited evidence of having contact with the oad tip bushing, and the spring tip coils were fractured. Scanning electron microscopy was performed and showed flattening and rotational damage of the spring tip coils resulting from contact with the spinning driveshaft. The instructions for use for the peripheral oas warns: "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result. Make sure there is a minimum of 10 cm between the guide wire spring tip and the distal end of the shaft." The root cause of the oad becoming stuck on the guide wire is hypothesized to be user error due to the oad contacting the guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
When the peripheral orbital atherectomy device was moved following treatment of the first lesion, it was found to be stuck on the guide wire. Analysis of the guide wire identified a fracture.